Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify missing segments or partial display anomaly, a33 alarm, rewind anomaly, motor error alarm, low battery test alert, reset alarm and charge or battery lasts less than expected anomaly due to blank display. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a motor error alarm. Customer's blood glucose level was unknown. Customer had issues with the setting when she changes the battery and insulin pump erases settings when swapping battery. Customer also reported that the insulin pump squirts insulin during priming and screen looks discolored. Customer doesn't want to troubleshooting for issues. The insulin pump will be returned for analysis.